Event description:
A facebook social media user reported experiencing a bacterial infection while performing peritoneal dialysis (pd) therapy. As a result of this, they transitioned to hemodialysis (hd) therapy. Additional information was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number and catalog number were not provided. A manufacturing review could not be performed as a customer account was not acquired to perform a search for lots on the shipped orders of cycler sets. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a probable temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of a bacterial infection. The etiology of the patients infection is unknown; therefore, causality cannot be established. Limited information precluded a more comprehensive investigation. It is well established those individuals undergoing pd for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event.

Event description:
A (B)(6) social media user reported experiencing a bacterial infection while performing peritoneal dialysis (pd) therapy. As a result of this, they transitioned to hemodialysis (hd) therapy. Additional information was not provided.